Event description:
Seventh visit to emergency room due to pain pump failing to dispense morphine and produce withdrawal symptoms. First happened in (B)(6) of 2023. Pump was implanted in (B)(6) of 2022.